Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. The complaint states the patient experienced low transmitter battery.  Data was returned and evaluated.  The reported event of low transmitter battery confirmed via data.  A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it failed, resulting in zero volts discharged. Share data logs were reviewed, finding a low transmitter battery alert. In addition, a transmitter failure was observed in the data logs. Based on the findings of a transmitter failure this is now reportable. The complaint of low transmitter battery was confirmed. The root cause could not be determined post investigation.